Event description:
It was reported to boston scientific corporation that during an anterior repair procedure, the needle on the right arm of the uphold lite detached as it was being pulled through the ligament. The needle was located inside the drape and retrieved. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿

Manufacturer narrative:
(B)(4) for the reported event of needle detached.